Event description:
It was reported that during an "sfa" procedure the stent was not flexible enough to pass over the bifurcate. No advancement problems noted, however, the delivery system kinked at the proximal area near the handle. The system was removed & another stent was used to complete the procedure without patient injury or further complications.